Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open power ground wire in trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.